Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. It was also noted that the stylus cable was loose and the cable bay latch was cracked. (B)(4).

Event description:
It was reported that the touchscreen did not work properly. It was not possible to perform some measurements due to the inability to press some buttons, a new touch pen did not help. The programmer was returned for servicing. No patient complications have been reported as a result of this event.